Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 535 mg/dl at the time of incident. Customer's mother declined to troubleshoot for high blood glucose level. Customer reported the infusion set cannula was bent. Customer was experienced issues with serter during use. The insulin pump will not be returned for analysis.